Manufacturer narrative:
The actual sample was returned for evaluation. The sample was visually inspected and the barbs were measured and the barbs met the depth specification. However, it was observed that nine barbs do not protrude above the surface of the suture resulting that the barbs do not engage in tissue.

Manufacturer narrative:
(B)(4). The device history records were reviewed and the manufacturing criteria was met prior to the release of this lot. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent a trans anal polyp removal procedure on (B)(6) 2017 and the barbed suture was used. During the procedure in the rectal tissue, the barbs did not hold and the suture pulled out easily. The surgeon used other suture on same need and it held as expected. There were no patient consequences reported. No further information is available.